Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to inflation issues. A surgical procedure was performed to remove and replace the device. No patient complications were reported.